Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The output was increased and the patient will be followed in one month's time. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.